Manufacturer narrative:
Citation: chopard, r. Md, phd. Baseline characteristics and prognostic implications of pre-existing and new-onset atrial fibrillation after transcatheter aortic valve implantation. Jacc cardiovascular interventions; (2015). 8(10):1346-55 doi 10.1016/j.jcin.2015.06.010 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding baseline characteristics and prognostic implications of pre-existing and new-onset atrial fibrillation after the implant of a transcatheter aortic valve. All data were collected from multi-center, multi-country registry between 2010 and 2011. The study population included 3,875 patients, which were implanted with either a corevalve or a non-medtronic balloon expandable transcatheter bioprosthetic aortic valve. Serial numbers were not provided. Among all patients adverse events included: atrial fibrillation (afib), myocardial infarction (mi), vascular complications, blood loss, cerebral vascular accident (cva), and valve related dysfunction that required repeat intervention. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.